Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. The customer had changed their infusion set, but the alarm persists. Customer's blood glucose was 480 mg/dl. The customer stated they have not tried different cannula lengths to resolve the alarm. Customer also stated their tubing was not bent or kinked. The customer reported trying all remedies for the no delivery alarm. Customer's insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube window.